Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a scan showed that the ipsilateral leg of flow divider was confirmed to be stenosed. The physician noted that the patient had long neck and the ipsilateral leg was affected with stenosis. The ankle-brachial index (abi) showed that it was approximately 0.9 for both sides, which had no issue. Per the physician, the cause of stenosis was due to long aortic neck and both limbs were implanted pressed to each other. As a result, the contralateral limb (thickness of stent graft was doubled at junction area) pressed against the ipsilateral limb and caused the stenosis. No clinical sequelae were reported and the patient is fine.